Event description:
It was reported that surgeon was implanting cage at the l4-5 level using his standard technique when cage shattered. He was able to remove all the parts of the cage and complete case with another cage of same size.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the shattering of an avs unilif spacer was confirmed via visual inspection of the returned device. The surgical technique indicates that difficulty during insertion may be the result of inadequate distraction, an undersized annulotomy or oversized implant. Previous complaints indicate that inadequate distraction and excessive cantilever force were causes of unilif cage fracture intra-op. It was reported that distraction and discectomy were properly performed. It was confirmed that the surgeon did not trial for implant size prior to selection of a unilif cage. It is possible that the surgery was performed with an improperly sized implant. Conclusion: the root cause of the issue is believed to be user error.

Event description:
It was reported that surgeon was implanting cage at the l4-5 level using his standard technique when cage shattered. He was able to remove all the parts of the cage and complete case with another cage of same size.